Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 3/cart 42/box, lot #73a1500550 investigation did not show issues related to the complaint. The device has not returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The doctor found that the clip cannot be closed after ligation during a thymectomy so he used another clip to complete the operation. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 544233 hemolok ml clips 3/cart 42/box for investigation. One clip was returned in the cartridge. The returned cartridge was visually examined with and without magnification. Visual examination of the returned sample revealed that the clip was partially out of the cartridge. The clip appears used as there is biological material present on the clip. It appears that the clip was placed back into the cartridge after an attempt to use it was made. No other defects or anomalies were observed. A lab inventory clip applier was used to attempt to close the returned clip. The clip was properly loaded into the appliers. After being loaded into the applier, it was noticed that the hook of the clip was bent. As a result, the clip was unable to close. The damage to the hook was most likely caused by a bad applier. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each other remarks: complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." The reported complaint of "clips not closing properly" was confirmed based upon the sample received. Visual examination of the returned clip revealed that the clip had a bent hook which prevented the clip from closing. The hook was most likely damaged due to the appliers that were used. Therefore, based on the observed damaged, operational context caused or contributed to this event.

Event description:
The doctor found that the clip cannot be closed after ligation during a thymectomy so he used another clip to complete the operation. There was no patient injury.